Manufacturer narrative:
Device evaluation summary: the disassembled device was returned for evaluation. Visual inspection confirmed the device bonds were intact. Damage was observed to the inner spiral shaft. Twisting was observed to the graft cover. Given the condition of the returned device the cause of the removal difficulties could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary; the exact cause of the removal difficulties and detachment of the guidewire lumen from the tapered tip could not be determined from the limited films provided. CT¿s prior to implant were not available for review and a complete assessment of the patient¿s anatomy could not be performed. Additional images during implant were also not provided including images during advancement, deployment, and removal of the delivery system. Focal stenosis of ~4mm flow lumen diameter was confirmed within the distal segment of the right common iliac artery, which appeared to be the location where the tip had been caught. It therefore appears most likely that patient anatomy, implanting across a severely stenotic iliac vessel, led to the inability to remove the delivery system tip from the patient. Attempts to free the caught tip likely resulted in the tip eventually detaching from the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 47 abdominal aortic aneurysm. It was reported that during the index procedure, after the main body was implanted, there was an issue with the delivery system of the stent graft limb after the stent graft limb was deployed. It was reported that the delivery system could not be removed, despite several attempts, and then there was no control from the release handle. The trouble shooting technique was used to break the delivery system. The inside sheath and guidewire lumen were pulled down. It was reported that there was no reaction in the tip of the delivery system confirming that the tip and a part of the guidewire lumen remained in the body. The delivery system was then removed and the using a balloon on the opposite side for protection a snare was used to remove the tip part which was bent in the body. As per the physician, the cause of the event was due to total local iliac stenosis. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A number of photos were received from the account capturing the damage and break site on the inner spiral. The cause of the removal difficulties could not be determined from the photos received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.